Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported the ventilator had no power when plugged into ac power. There was no patient involvement. The customer determined they needed to replace the power cord. The customer replaced the power cord and the issue was resolved.